Event description:
The customer contact reported a leak. It was reported that the secure lock male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified concentration of fluorouracil (5fu), at an unspecified rate, via a gemstar pump. After an unspecified length of time, an unspecified volume of solution leaked from an unspecified location on the pressure activated valve of the tubing set. The customer contact reported that the tubing set was replaced and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional information was provided, including if the solution leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). A representative device from possible lot number 227105h was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.